Event description:
It was reported that the compressor would not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
More info regarding the event and the reported problem have been sought. A supplemental medwatch will be provided when the investigation has been finalized. Refer to (B)(4).